Event description:
It was reported to target that during the procedure when the physician tried to insert the gdc-10 coil into the aneurysm and he tried to pull it back, the coil unraveled. He was able to remove it successfully inside of the microcatheter. The operation went successful with another unit. The pt's condition was reported to be fine.